Manufacturer narrative:
The initial reporter occupation is 'other.' If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2018 regarding a consumer receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indications for use included non-malignant pain and chronic low back pain. It was reported that the patient was in the hospital and was having an emergency with their device. The event date was not specified and no further complications were reported or anticipated.